Event description:
It was reported that this device experienced premature battery depletion. It was noted that the device battery had dropped from eight years in (B)(6) 2019 to most recently four years remaining. Data review was sent to technical services (ts). Engineering and ts review noted that this device was in high rate atrial sensing, and high rate atrial sensing can cause an increase in power consumption. Ts also noted that the device has minute ventilation and smartpass filter enabled which can also cause an increase in power consumption. Ts discussed that methods to reduce the atrial fibrillation and perhaps considered programming the device to a non atrial based bradycardia mode, and turning the atrial lead off with smartpass filter disabled should be evaluated. At this tie the device remains implanted. No adverse patient effects were reported.